Event description:
It was reported that the patient presented to the clinic for a follow-up on (B)(6) 2021. During examination of the right ventricular (rv) lead, it was noted that there was noise on the lead. Noise could not be reproduced through isometric testing. No programming changes were made to the rv lead. The patient will be monitored going forward. The patient was in stable condition.